Event description:
Follow up information received from the patient clarified the device not working was that program or leads were not working. They stated that the device stopped working and they were back to wearing 3 depends a day. In addition, the patient noted they were having pain in the right leg that wakes them up out of their sleep. The surgical ¿cut¿ area was still tender ¿to this day¿ (surgery was over a year ago) ¿ ¿not normal¿. There were no circumstances that led the issues mentioned. The patient stated that they thought it was defective. As steps taken to resolve the issue, the patient called the manufacturer a few times, spoke with their urologist¿s nurses where they had the manufacturer¿s representative call them ¿ all to no avail. The patient called their doctor who implanted the device and they stated they would need to come into their officewhich was not possible as they had relocated to a different state. The patient also noted that the doctor believed the lead had moved and they would have to ¿get cut on again¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1pqh7, implanted: (B)(6) 2018. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working, and they wanted to know who to call to get the device to work. No patient symptoms were reported. No further complications were reported.